Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -2.50/2.5/094 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. On (B)(6) 2021 the lens was repositioned and this did not resolve the problem. Lens remains implanted. Cause of the event is reported as unknown. Reportedly, a lens exchange is planned.

Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 13.2mm, vticm5_13.2, -2.50/2.5/094 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. On (B)(6) 2021 the lens was repositioned and this did not resolve the problem. Lens was replaced with a longer length lens on (B)(6) 2021. This resolved the problem. Reportedly, all good. Patient is happy. Claim# (B)(4).